Event description:
On 9/29/05, 60 cc syringe with bupivaccine/fentanyl epidural pca started at 7:00 pm, settings were: 10.5 ml/hr; gen. Ml; zero bolus; infusing. At 9:45 pm, the epidural syringe was noted to be empty. Pt was stable. Pump removed from use. Infusion infused in 2 hrs 45 mins. It should have infused for approx 5.6 hrs. Infusion pump purchased in 1998.